Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-05289, 05290. The patient had an ipg, two leads (from the same lot), and two anchors (from the same lot). It was reported the patient was diagnosed with an infection. It was also reported the patient was admitted to the hospital and the scs system was explanted.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.